Event description:
On (B)(4) 2010, a spontaneous report was received from an office manager regarding a (B)(6) female who received an injection of restylane (cross-linked hyaluronic acid dermal filler). Medical history included previous injection of botox (onabotulinumtoxina), previous injection of dysport (abobotulinumtoxina) and previous laser treatment with no adverse events; otherwise no medical conditions or allergies. The patient's skin type was reported as unknown. The patient was not taking any concomitant medications. The patient received a 1 cc injection of restylane on (B)(6) 2009 to the nasolabial folds bilaterally. Pre-procedure medication included "injectable" lidocaine. Additional procedures at the time of implantation included botox to the glabellar region. On an unspecified date in (B)(6) 2009, after the implantation, the patient developed a quarter-sized area that was "red, waffely, not smooth and hard" at the injection site. The patient called the physician's office on (B)(6) 2009 to report her symptoms. The patient was out of town at the time, so the physician "called in" an unspecified antibiotic. On an unspecified date in (B)(6) 2009, some time while the patient was out of town, she went to the hospital and was treated with unspecified intravenous antibiotics. The office manager reported, it was not known if the patient was admitted, but the patient stayed overnight at the hospital. On (B)(6) 2009, the patient returned to the physician's office and was evaluated by the physician. The patient was "doing better, healing" and decreased redness was observed while the patient was still being treated with unspecified oral antibiotics. The physician agreed that the patient had an infection. As of (B)(6) 2009, no additional appointments were planned with the patient. On (B)(6) 2010, additional information was received from the physician's medical assistant. The medical assistant reported that the patient was hospitalized for one day. The unspecified antibiotic "called in" by the physician while the patient was out of town, was a 5-day z-pak (azithromycin). The patient was last seen by the physician on (B)(6) 2010 and the patient was healing well and there was "less redness" to the left nasolabial fold. At that time, the patient was prescribed a 10-day course of omnicef (cefdinir). As of (B)(6) 2010, no further follow-up appointments had been scheduled. No additional information was provided. The physician believed that the patient's events were caused by restylane.

Manufacturer narrative:
Additional PMA/510(k): p020023. The physician assessed the severity of the events as moderate to severe.